Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, the customer was reloading the cartridge when they received a cartridge alarm. The customer reverted to an alternative method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.